Event description:
During baxter's functionality testing of a spectrum pump, it would not stay powered up. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the pump would not stay powered up, which was reproduced. Evaluation found the cause to be a seized motor. The motor assembly was replaced to correct this condition.